Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate plus profile 450cc, catalog number 3502450, serial number (B)(4), lot number 7596568. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis developed wound dehiscence and right breast implant exposure that was observed on (B)(6) 2018. The patient underwent explantation of the breast prosthesis on (B)(6) 2018.